Event description:
It was reported that during preparation for surgery the blade broke. It was further reported that there was no user injury and no patient involvement.

Manufacturer narrative:
Device not returned to manufacturer as yet. No lot number information was provided for additional investigation.